Manufacturer narrative:
Additional information: h11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small hole was located between the middle port and the port closest to the end of the line on a clearlink system continu-flo solution set resulting in a leak. This was observed when the set was primed with sodium chloride. There was no patient involvement. No additional information is available.